Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter does not turn on with the power button. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with an insulin pump. After the power issue began on the event day at 11:30am, the patient replaced the battery and encountered the error 1 message. At 11:45am, the patient took an insulin bolus via the pump. It is not known how much insulin she took. Reportedly, 1 hour later, the patient developed symptoms of "shaky and rapid heartbeat". The patient claimed she could not test her blood glucose until 6pm when she got back home from work. During troubleshooting, the customer care advocate verified that the meter powers on with the test strip inserted but not with the power button, and there was no product misuse. This complaint is being reported because the patient claimed that she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.